Manufacturer narrative:
(B) (4). The product was not returned for evaluation. X-rays were not provided to the manufacturer for evaluation. A review of the device history records did not identify any applicable non-conformances to specification. With the available information, a cause or contributing factor cannot be identified.

Event description:
It was reported that the patient underwent surgery for spinal fixation of two disc levels. The distal portion of the driver broke into several pieces during final tightening of the center set screw. All the pieces were retrieved. X-ray confirmed that no foreign bodies were left in the patient. Although the instrument was used intraoperatively, no patient complications were reported.